Event description:
The complainant reported that during use with a patient, an automated impella controller (aic) screen failed and was only displaying "white". The aic was exchanged for a back up unit and the issue was resolved. It was noted that the patient was awake, oriented and responsive when the event occurred. No patient harm was reported.

Manufacturer narrative:
Console logs from the reported day of event are consistent with complaint and show that on (B)(6) 2023 imc logs end abruptly, only to resume on (B)(6) 2023 when the aic was already at aachen field service (fs). While the last entry in event log is timestamped 09:00:04, the real time log data indicates that the console was still running the pump at least until 09:02:32 (impellatronic board is designed to be capable of running the pump independently of 4-in-1/epc, for a few minutes even after catastrophic failure of the epc). Logs from (B)(6) 2023 are consistent with observations made by fs personnel that the console initially crashed and rebooted after first power-on and indicated batteries at 0%. Furthermore, the batteries were found to be fully depleted (as confirmed by batttest data), which would be consistent with hospital staff not performing emergency shutdown (or not being able to, if the aic was completely unresponsive) but rather waiting for the aic to shut itself down upon fully depleting batteries. Long term event log data from the day of reported event did not show any evidence of prior power or battery issues. The core dump file associated with imcgui process, referenced by imc log file on (B)(6) 2023 was associated with unsuccessful power-up on the same day, rather than the prior issue in the field on (B)(6) 2023. During testing in aachen, the issue was not reproduced, and batteries were able to be recharged. Analysis of available data, combined with the fact that console operated within specification during testing, suggests that the original issue (console ic2241 becoming unresponsive and unable to shut down) was most likely the result of either software or hardware glitch that caused malfunction of the failure notification and recovery mechanism (software and hardware watchdogs), but the exact root cause could not be determined. As the most likely component to have affected this functionality, the 4-in-1 assembly (including epc and cf cards with software) is recommended to be replaced as precaution. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.